Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with alarms as a result of a loose drive support disk. The device was returned with a missing end cap sticker.

Event description:
The customer reported that her insulin pump alarmed. The blood glucose reading was 69mg/dl, and her blood glucose was treated with food. The customer cleared the alarm and rewound the device again, but the insulin squirted out, and the numbers were not ramping on the screen while priming. Advised the customer revert to back up plan. No further information was provided.